Event description:
It was reported that the patient experienced swelling and purulent discharge at the infusion site (leg) while the pod was worn between 37 and 48 hours. Additionally, the patient's blood glucose level reached 21.5 mmol/l (387 mg/dl). The patient sought medical attention with a doctor who prescribed flucloxacillin (2000 mg, 4 pills per day for 7 days). The doctor advised that no pods were to be placed on the area of the infection for the next 2 months.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed to the formed needle, soft cannula, or housing that could have contributed to the reported infusion site skin irritation swelling. The cause of the reported infusion site event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.